Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had blank display on insulin pump the customer¿s blood glucose was unknown. Troubleshoot was performed for blank display however the display did not return. Advised to discontinue use of the insulin pump and advised to revert to backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test and displacement test due to blank display. No audio beep anomaly noted. Pump received with minor scratched display window and cracked reservoir tube lip.